Event description:
Livanova received report that a s5 gas blender system gave intermittent alarms for air+02 flow during procedure. There was no patient injury.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 gas blender system. The incident occurred in perpignan , france. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H.10: based on the investigation performed for similar cases, this kind of malfunction can be caused by: improper hospital gas supply (a minimum pressure of 2 bar per connection should be observed. Indeed, input pressure too low can cause a discrepancy in the target and actual values, leading to the reported issue); a missed gas blender warm-up phase (user error); defective gas blender's component (gas mass flow controllers and/or relative flow sensor). The unit was manufactured in 2010 and according to the review of the complaints database no further complaints have been reported in the past. The unit was returned back to the manufacturer site for repair. The fault was not reproduced during functional tests. As per maintenance intervention prevention, the mass flow controllers for air and o2 were replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Taking into account all the above facts, it cannot be ruled out that an intermittent failure of the mass flow controllers could have led to the reported event.

Event description:
See initial report.

Manufacturer narrative:
D.4. Unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H.11. Taking into account the available information, it cannot be ruled out that the failure of the mass flow controllers and relative flow sensors could have led to the reported event. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.